Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). During pm the stm noted fault 59 for a fan failure. The stm replaced the power management board according to the service manual but the error was not corrected. After further investigation, the stm noted the fan had been put on upside down. The fan was put on correctly and the error stopped. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) on a cardiosave intra-aortic balloon pump (iabp) that a fault #59 occurred. There was no patient involvement, and no adverse event was reported.